Manufacturer narrative:
(B)(4). Date sent: 11/23/2021. D4: batch # u5eu03. H6: component code =g04. Investigation summary: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one psee60a device (b) was returned with the anvil bent upwards, the closing trigger and anvil in closed position, articulated to the left, and with one gst60t reload loaded in the device. The reload was received fully fired. The manual override door was noted to be out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequence firings. Furthermore, the anvil knife slot was noted to be damaged. No functional test was performed due the condition of the device. As part of our quality process, the manufacturing records of this batch was reviewed, and the manufacturing standards were met prior to the release of this batch. It is possible that the combination of tissue and/or buttressing material compressed between the device jaws may have been beyond indicated thickness or tissue that cannot compress to the indicated range for the selected reload. This may have caused excessive force to be applied to the underside of the solid steel anvil leading to this damage. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications.

Manufacturer narrative:
(B)(4). Batch # u5eu03. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance were identified. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. Additional information was requested, and the following was obtained: "could you please give more details on this issue did the device deliver any staples? Yes it delivered staples. If yes, were the staples formed properly? No , they look to be malformed due to peristrip inside the jaw. If yes, was the staple line complete? No, stapler stopped half way through cut ting process. Did the device cut? Yes. If yes, was the cut line complete? No. If yes, was there any issue with the cut line such as jagged, dull knife, irregular, etc? Was there any difficulty opening the device? Yes. If yes, how was the device removed from the patient? Jaws were forced open. If yes, did the jaws eventually open? Yes". If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a vats/wedge resection three devices jammed. A fourth device was used to complete the case with no patient consequences.